Event description:
This ra lead was implanted on (B)(6) 2011. A red alert detected on (B)(6) 2013 states that there has been a right ventricular pacing lead impedance that happened. However, based on the additional information on 10/15/2013, there has been an explant of this ra lead due to an unknown cause. No additional information is provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).